Event description:
Affiliate reports under-drainage of the device and inconsistencies in the patient's skin around the implanted siphonguard device. Explantation of the device revealed a break in its silicone catheter and dislodgement of the siphonguard component.